Event description:
It was reported that the pt had to go in three days after the pump implant to "put a patch in to block the fluid from leaking out of her spine". The pt experienced horrible headaches. The pt also experienced "urine leaking problems" right after the pump was implanted. At the time of this report, it was eight days after implant and the pt was going to see the doctor. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).